Event description:
It was reported that the patient had an hypoglycemia event while using the aviva system. On (B)(6) 2019, the blood glucose monitor displayed electronic and test strip error messages. The device also did not recognize the test strip dosing a few times. The reporter alleged that the device being unavailable for use contributed to the hypoglycemia event and the inability to test during the event caused a potential delay in treatment. The patient took a normal dose of 55 units of detemir insulin between 7:30 p.m. To 8:00 p.m. The patient did not take 10 units of aspart insulin since he only had small amounts of food and "grazed" through the day. He did not have a normal dinner. The patient was incoherent and mumbling at approximately 10:30 p.m. The blood glucose monitor displayed the error messages and did not detect dosing between 10:30 p.m. To 11:00 p.m. The patient's daughter called the paramedics and they arrived between 11:15 p.m. To 11:30 p.m. The blood glucose result was 21 mg/dl on the paramedic's meter. The patient was treated with a tube of glucagon. The patient's blood glucose result was 115 mg/dl on the paramedic's meter after the treatment at an unknown time. The blood glucose result on the patient's aviva meter was 115 mg/dl at 12:15 a.m. The patient was not transported to the hospital.